Manufacturer narrative:
This report has been identified as b. Braun medical internal report # (B)(4). A batch documentation review has not been performed because batch number is not known. The instruction for use of the product has been checked and the following side effects are listed: "side effects: in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2018 for prontosan wound irrigation solution were over (B)(4) units. No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Patient with mammaca in 1980, and radiation therapy; has now for some weeks a wound at the breast. According to the nurse, the patient had two times a sort of allergic reaction after they used the prontosan. The prontosan was delivered by (B)(4), they are the delivery at home, batch number is unknown. The nurse also tried (after the first time) a gauze with prontosan for several hours on the skin without a reaction, they find it rather strange also. Special remarks: on (B)(6) or (B)(6) 2019: first time with the use of prontosan she was afterwards not feeling well, no big problems. The patient mentioned not feeling well and a bit itchy around the wound. The nurse also tried some prontosan on a gauze and attached this for some hours to the skin, this was without any problems or reaction. On (B)(6) 2019: the second time (they don´t know why there is a gap in the use of the prontosan for 2 weeks). The patient did get in about half an hour (after the use of prontosan), again itchy, was not feeling well and she got a swollen mouth and became like a shock. She was transported to the hospital ((B)(6)) and stayed there for 2 days. There is no information about the treatment there (most likely observation, infusion). Wound has been treated with aquacel ag before the prontosan and they still use it now.